Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care provider of the clinical study reported the device diagnosis was high impedance. Abnormal high impedance was noted on contacts 2, 3, 4, and 6. The lead was repositioned (B)(6) 2015. The lead was disconnected from the stimulator and removed. Using radiographic control the lead was replaced at an entry site one level higher than previously and repositioned at t9. Outcome was unknown if additional information on outcome is received a follow-up report will be sent.

Event description:
It was reported that a patient had pain in the right side of the back and in the buttock area which began after a revision of an electrode. It was unknown if this was related to programming or stimulation and no actions were taken. Contacts 2 and 3 were not working correctly. The patient exited a clinical study on (B)(6) 2014 and the event was unresolved at the time of study exit. The event was still ongoing.

Manufacturer narrative:
Concomitant products: product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3550-26, lot# 0207039475, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. Product ID: 3550-26, lot# 0207039475, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory. Product ID: 3550-26, lot# 0207039475, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: accessory.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the etiology was attributed to the lead lot number 0207039475.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the foreign clinical study reported the etiology was attributed to the lead with lot number 0203249651. The lead was implanted on (B)(6)2010.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, product type extension. Product ID 3550-26, implanted: (B)(6) 2014, product type accessory. (B)(4).